Event description:
It was reported that the patient who is part of an adaptive crt clinical study, measured high thresholds with stability issues on the left ventricular lead. Dislodgement of the lead was noted. The lead was removed and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. All conductors were distorted and had blood/body fluid (not obstructed). The outer insulation was breach cut, and had cosmetic depression. The lead was stretched and had apparent explant damage.